Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 563 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. It was also found the customer's throat was hurting and they could not walk due to their high blood glucose. Customer stated they have been treating their high blood glucose with the insulin pump, but it would not decline. It was found the time and date was incorrect on the insulin pump. Troubleshooting also found the insulin pump failed a high pressure test. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.